Manufacturer narrative:
Pending investigation. D10. Concomitants: serial #: (B)(4), category #: cs-05cc - intersep calcium sulfate, serial #: (B)(4), category #: 02-012-42-5008 - logic pts, size 5, 8mm,

Event description:
Legal case - (B)(4). Related case: (B)(4). As reported via legal documentation, this patient is verified left knee on (B)(6) 2016 and left knee revision (B)(6) 2021. She had left knee second revision (B)(6) 2022, approximately 1 year and 4 months after their 1st revision. Poly exchange. Postoperative diagnosis: failed left total knee replacement secondary to instability and polyethylene wear. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Serial #: (B)(4), category #: 02-012-44-5011 - logic tibia implant psc insert, sz 5, 11mm, serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 510k: k110547. Concomitants: serial #: (B)(4), category #: cs-05cc - intersep calcium sulfate, serial #: (B)(4), category #: 02-012-42-5008 - logic pts, size 5, 8mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (component code, type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, medical device problem code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.